Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l cvc for investigation. Signs of use in the form of biological material was observed inside the extension lines. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The separation point on the extension line is rough and jagged. The total length of the catheter body measured to be 217 mm which is within the specification of 207-227 mm per product drawing. The outer diameter of the distal lumen measured to be 2.18 mm which is within specifications of 2.13 - 2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.47 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. The lumens flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined and will be determined by the CAPA investigation. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "luer hub (brown) had falling off from extension line during roll over." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "luer hub (brown) had falling off from extension line during roll over." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "luer hub (brown) had falling off from extension line during roll over." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.